Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed pressure transducer. The root cause identified is a failed pressure transducer. The device was evaluated upon receipt. Device had -12.3 psi. Pressure transducer repaired by customer. Performed pm procedure. Tank seals lifted. Circulation pump had dried out bearings. Calibration error 2. Bypass flow cut off. Serviced circulation pump, mixing pump. Replaced manifold o-rings, drain valves, tank tubing, tank seals, circulation pump motor, coin cell. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device that was showing two out of four bars for water level but it wont take any more water, looked at diagnostics and the inlet pressure(ip) was -12.3 psi, circulation pump command(cpc) 0 percentage. They called back and stated that a tech replaced the manifold assembly a few weeks back and worked fined until they were doing preventive maintenance and failed calibration error 02 (pre-warm inlet pressure error). It was determined that the device had a failed circulation pump. They requested a quote for 2000 hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device that was showing two out of four bars for water level but it won't take any more water, looked at diagnostics and the inlet pressure(ip) was -12.3 psi, circulation pump command(cpc) 0 percentage. They called back and stated that a tech replaced the manifold assembly a few weeks back and worked fined until they were doing preventive maintenance and failed calibration error 02 (pre-warm inlet pressure error). It was determined that the device had a failed circulation pump. They requested a quote for 2000 hour service.